Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to be improper construction and design. This issue of the cracked oscillating head has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the oscillating head of the handpiece device was cracked. It was noted that the housing was broken and the electronic control unit (ecu) had failed. It was further determined that the device failed pretest for general condition, check saw blade coupling, trigger test, and functional test. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.